Manufacturer narrative:
H3 other text : the rse provided a quote for diagnostic service, however, we are unable to confirm the final disposition of the device because the customer refuses to pay for repair.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that ECG cannot be measured. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.